Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on 07/08/2008 and operated successfully until a failed self-test on 10/24/2010. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. Though no problem was found with the pad device or pad-pak the conclusion of the investigation is that pad-pak was so depleted it triggered the battery management system in the device. Previous experience has shown this type of fault can be caused but not limited to the inadequate storage of the pad device. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
The pad device was installed on 07/08/2008 and operated successfully until a failed self-test on 10/24/2010. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. Though no problem was found with the pad device or pad-pak the conclusion of the investigation is that pad-pak was so depleted it triggered the battery management system in the device. Previous experience has shown this type of fault can be caused but not limited to the inadequate storage of the pad device. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.